Event description:
A technician reported a patient with fiber in the interface with focal edema and possible epithelial ingrowth in the left eye two weeks following lasik treatment. The patient reported light sensitivity but vision was good. The patient's topical steroid dosage was increased. In a f/u with the optometrist, he indicated the patient was last seen on (B)(6) 2013 and a few cells were still present at the edge of the flap. The fiber was still present, with no associated edema. The optometrist reported there was no need to remove the fiber or cells at this time and no further anti-inflammatory medications needed. The patient reported the vision was good with less light sensitivity and is using artificial tears only as needed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).